Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced hyperglycemia with the highest bg of 401 mg/dl. Ilet reports showed no insulin delivery for approximately four hours. The caregiver administered a manual insulin injection and performed a supply change, after which glucose returned to range. No hospitalization or medical intervention was required.